Event description:
The mirror of the micromanipulation has detached and fallen from its housing, causing an alteration in the beam. The beam has reflected off the speculum causing a superficial burn to the posterior vaginal wall. This burn required 1 (one) figure 8 suture.